Event description:
It was reported that a pacing dependent patient presented in clinic for follow-up. Upon interrogation, the right ventricular and right atrial leads exhibited oversensing of noise. The noise could not be reproduced in clinic with any specific movement instead occurred sporadically during the in-clinic visit. Ventricular oversensing resulted in under pacing. Subclavian crush was suspected. Programming changes were made but did not appear to resolve the issue. No patient symptoms or additional information was reported.